Event description:
It was reported that a wireless module is "not transmitting." It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The wireless module was received by baxter. The baxter device eval is still in progress and a supplemental report will be submitted upon the completion of the eval.